Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 3. The probe broke when added load. 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. An olympus representative trained the doctor in the techniques of using the device. The doctor is experienced in the use of the device. No patient details are provided. The event took place during the middle of the procedure while the doctor was performing cut and coagulation. Delay due to the event was minimal. The concomitant devices used with the device are not known. The device was inspected before use with no anomalies noted. There was no cable damage. The transducer cords or the cords of any other medical device were not bundled. The connection points to the generator were not inspected.

Manufacturer narrative:
Two failed devices are associated with this event. This is the first of two associated medwatch reports filed for this event. The second device is captured in medwatch with patient identifier (B)(6). Additional information is not yet available for this event. A visual inspection on the received condition was performed on the device. The distal end of the device was inspected under a microscope and found the probe is detached; the missing portion of 17 mm of the probe was returned. There is some tissue build up noted. The ptfe pad (teflon pad) was inspected and found it is in good condition. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. The switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned by the customer for the issue of not working when plugged in for use in a therapeutic laparoscopic hysterectomy procedure. Upon evaluation of the returned device, it was noted that 17 mm of the device probe was broken off. This medwatch is being submitted for the reportable issue of the broken probe. During the procedure, a second device was used. The probe of this device broke off and fell in the patient. The broken piece was retrieved from the patient. The procedure was completed with a third device with a little delay required for changing the devices. There is no harm or adverse impact to the patient.